Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed numerous kinks in the distal shaft and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Due to the condition of the returned device, functional testing could not be conducted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 29-june-2017. It was reported that resistance when maneuvering occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, resistance was noted when device was maneuvered inside the patient. The device was removed and procedure was completed. No patient complications reported. However, device analysis revealed a complete separation at the collar.